Event description:
It was reported that the physician performed a tracheotomy at the patient's bedside, and during the procedure found that the tracheotomy catheter airbag leaked on its own, resulting in the tracheotomized patient not being able to connect to an invasive ventilator for assisted ventilation. Immediately replaced the tracheotomy catheter with a new one. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. Because the cuff leak was observed after placement it is most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which conflicts with instruction for use. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number.